Event description:
The customer reported his blood glucose reached "high" (over 500 mg/dl) less than 24 hours after pod activation. He gave a correctional bolus of 15 units of insulin. Upon inspection he noticed the needle never retracted back into the pod and it was still protruding through the cannula. He also had some bleeding around the infusion site and was able to stop the bleeding.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported malfunction (needle never retracted) or to determine if it could have contributed to the hyperglycemia reported. Qualification records were reviewed and the product lot met all acceptance criteria.